Event description:
Externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned. The outer insulation was externally and internally abraded between 13.5 cm and 15 cm from the distal end. Rv and svc cables were externalized; the etfe coating was intact. Electrical analysis revealed short circuit among all paths due to internal abrasion of the outer and inner insulation at several places underneath the shock coil. The efte coating of the rv and sensing cables were internally abraded.